Event description:
It was reported that, a 980 ventilator generated a safety valve open message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se replaced the exhalation flow sensor (evq), performed calibrations and extended self-testing on the device and all tests passed

Event description:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury.